Event description:
A surgeon reported that a pt experienced endophthalmitis six days following intraocular lens (iol) implantation. A vitrectomy was performed and antibiotics were administered. Additional info has been requested.